Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high rate non-sustained ventricular tachycardia (vt) episodes and sensing integrity counter (sic). The episodes were noted to have occurred during surgery. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.